Event description:
The device was used during a laparosocpic cholecystectomy procedure. Reportedly, the instrument broke while being removed. The surgeon used another instrument and compelted the procedure without incident.

Manufacturer narrative:
09/10/1997-supplemental report #1 submitted to FDA.